Event description:
It was reported that approximately 6 weeks post successful implantation of a bifurcated device and a suprarenal aortic extension, a follow up computed tomography scan revealed a proximal endoleak. The aortic extension had moved about 5mm. The aortic neck angulation was indicated to be 50-60 degrees. The physician elected to implant a suprarenal aortic extension; however, it did not fully resolve the endoleak. The physician is monitoring the patient and will determine a course of action.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed. Procedure planning form and intra-operative still images were provided and were reviewed by a medical director with the following impression: the etiology of the endoleak is most likely related to the angulation of the proximal aorta, and a reversed cone configuration. There is no problem with the device, and no stent fracture or perforations were identified. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause for the reported endoleak could not be determined; however, patient anatomy might have been a factor in this event.